Manufacturer narrative:
The customer¿s reported complaint of errors 211.2000 were confirmed and replicated while testing the returned device during the investigation. A comprehensive review of the logs observed four occurrences of the error code 211.2000.0. The errors were noted between 18 aug 2018 and 09 nov 2018; however an error condition was not identified in (B)(6) 2018 as reported on the complaint. The error code 211.2000.0 is listed in the pcu/pump technical service manual as 211 (keypad processor comm safety system); 2000 (comm failure). Test results, utilizing a cad digital oscilloscope identified incorrect frequency measurements on the display board y1 crystal component. Additional testing confirmed the component faulty, inadvertently producing inaccurate frequency on the display board circuit. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported they received the device from the nursing staff with a note indicating ¿device error¿. No further information was provided and the customer could not verify if the device was on a patient at the time of the error. The pump module displayed an error code of 211.2000 in (B)(6) 2018 and again in (B)(6) 2018. There is no report of patient involvement.